Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to device handling by the user, which led to water invasion of the scope connector. It caused abnormality in electrical components and then the error message was displayed. It is suggested that the user facility review the method of handing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, a b30 scope communication error was observed due to a defective plug unit. During the evaluation it was also observed that the plastic distal end cover was damaged. Additionally, it was observed that the light guide tube was slightly wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope communication error (e315) message. The reported issue occurred during reprocessing prior to use for a therapeutic enteroscopy procedure. The procedure was subsequently completed with a similar device. There were no reports of patient harm associated with this event.